Event description:
Patient experienced extreme discomfort from wear of contact lens. Did not have access to glasses, so continued to wear contact lens all day. Saw doctor next morning with keratitis and acute inflammation of eye. She was treated first with vigamox and then with tobraflex. Doctor expects a full recovery with no lasting effects.